Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/09/2013 with the following findings: during investigation, the audio bolus button was unresponsive. The cover was removed and the contact was missing. Additionally, the contrast key contact was missing. All of the keypad buttons were unresponsive during testing. The keypad cover was lifting from the pump. Evidence of contamination was found under all key contacts and the up arrow, down arrow, and ok contacts were misaligned. The contrast key contact was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a unresponsive audio bolus button. This report is made based on results of investigation completed on 10/09/2013. There was no adverse event associated with this complaint.